Event description:
It was reported: a pt was using a cr50 regulator in conjunction with an oxygen cylinder. The cr50 reportedly failed to deliver oxygen. The pt's health deteriorated and emergency services were called to the scene. The pt was admitted to the hospital. The pt expired during the hospital admission.

Manufacturer narrative:
The device has not been returned for eval. The lot code and date of manufacture remain unk. Product manual warns, "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or life sustaining. This equipment is not intended for use by pts who would suffer immediate, permanent, or serious health consequences as a result of an interruption in their oxygen supply."